Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer the day before reported via phone call that the insulin pump alarmed no delivery. The insulin pump kept alarming no delivery even after receiving a replacement insulin pump. Customer's blood glucose level was 525 mg/dl. The alarm was caused by an infusion set/reservoir occlusion. The device was not returned.